Event description:
This event is being reported so that an FDA report for equipment malfunction can be made. No issues of patient care by anyone at this facility have been noted. Patient was made status 2 on heart transplant list as a result. Two days after this event, the patient received a heart transplant. Per congestive heart failure attending note describing the pump issue: lvad malfunction with lvad stoppage: believed secondary to short to shield with speed drops. Status post external percutaneous replacement one month ago. No defect found concerning for internal driveline problem, so the lvad malfunction is believed to be more related to a internal pump issue. Currently, the lvad is functioning properly and there are no signs of active hemolysis. Status post lvad (heartmate ii; implanted 4 years ago): implanted for treatment of ischemic cardiomyopathy. At the time of the implant the patient also underwent left atrial appendage occlusion with atriclip.